Event description:
During product service by a field service technician, a flo-gard infusion pump was found to have experienced an f-94 alarm. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. Visual inspection, battery testing and a review of the alarm log were performed. The f-94 alarm was identified during alarm log review. The cause of the condition was the configuration of the device. To correct the condition, the device was reconfigured. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.